Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter had her daughter give info on a meter to lab comparison test, done within minutes, using the same finger stick. The tests were non-fasting. The meter result (capillary) was 184 mg/dl, and the lab test (venous) result was 142 mg/dl. No symptoms were reporter.